Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft limb was intended to be implanted during the endovascular treatment of a 40mm abdominal aortic aneurysm. It was reported during the index procedure, the stent graft was unpacked as  normal. However it could not pass through the guide wire before entering the patients body. To ensure patient safety, the physician surgeon recommended replacing it with a new device of the same model. After replacing the device, the new stent graft was successfully implanted per the physician the cause of the insert difficulties was not determined. No additional clinical sequelae were provided, and the pa tient will be monitored.

Manufacturer narrative:
B5; additional information received: it was reported that the device packaging was intact, but it could not be confirmed whether the device was damaged before unpacking. It was stated that the physician followed standard procedures when using the device and did not use excessive force. The guidewire lumen was flushed normally and a 0.035" guidewire was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.